Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 34 mg/dl on compact plus meter (system 1) and 76 mg/dl on compact plus meter (system 2). Test strips are not being returned. No death or serious injury reported. Requested return of meter and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - compact plus system 1, serial number - (B)(4). (B)(6) - compact plus system 2, serial number - (B)(4). (B)(6) is a duplicate case for (B)(6) - compact plus system 1, serial number - (B)(4). Please reference (B)(6). Device is unavailable for return.